Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was confirmed use related issue as user contaminated wick. Sample was not available for evaluation. The root cause identified is "patient has fecal incontinence or is menstruating and user is unaware or forgets user condition or the restrictions of use." The reported event is addressed within the labeling as it states: precautions: use with caution on users who are agitated, combative or uncooperative and might remove the product. Do not use barrier cream on the surfaces where the product will be placed. Barrier cream may reduce suction. Keep suction on while removing the product. This helps prevent leaks during removal. Warnings: the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Stop use if an allergic reaction occurs. Do not use on users with skin irritation or breakdown at the site. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Recommendations: check position of the product after repositioning the user. Users may transition (e.g., bed to chair), but the product should be removed if they are up and walking. Reposition the product and check the user¿s skin at least every 2 hours. Placing the product snugly between the inner labia and buttocks holds it in place for most users. Breathable underwear may be useful for securing the product for some patients. Change the suction tubing and canister per facility protocol or per purewick urine collection system instructions for use. Before connecting the product to facility wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and looking at the pressure dial. If the pressure does not increase when the line is covered, make sure that the tubing is secured, connected, and not kinked. A DHR review was not required because the investigation was confirmed - use related. Based on the investigation results no additional action is required at this time. Corrections: e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter said her mom had issues and sounds like there was some fecal contamination and a resulting uti. Emphasized importance of changing wick immediately if contaminated and cleaning tubing and canister. Noted to use wick max of 12 hours. Suggested might want to pause using pw if and when experiencing gastro issues and having fecal incontinence. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter said mom had issues and sounds like there was some fecal contamination and a resulting uti. Emphasized importance of changing wick immediately if contaminated and cleaning tubing/canister. Noted to use wick max of 12 hours. Suggested might want to pause using pw if/when experiencing gastro issues and having fecal incontinence. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided.